Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a baxter employed nurse from of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient experienced a break in aseptic technique, described as patient made a mistake. On (B)(6) 2011, the patient began remedial treatment with a loading dose of ip vancomycin, 1gm and continued ip injections of vancomycin, 1gm (frequency not reported),amikacin 250mg 1x/day, fortum 500mg 3x/day, reflin 500mg 3x/day and imipenem 500mg 2x/day. The root cause of the peritonitis was a break in aseptic technique, described as patient made mistake. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. The outcome for the event of break in aseptic technique was not reported. Dianeal was ongoing. The nurse believed that the peritonitis was unrelated to dianeal pd2 ultrabag therapy, however did not provide an opinion of causality for the event of break in aseptic technique.